Event description:
A non healthcare professional reported a poor visual outcome after cataract surgery about a patient 3 weeks post operative. She cannot read print, text, or smaller street signs. Her intermittent vision was ok. She used to be able to see the edge of leaves and sharp in the distance without effort. Now everything was a struggle. She was afraid to have the left eye done because she would not be able to function. Surgeon had said that likely prior ortho-k treatment 20 years ago may have to do with the outcome. She recalled her eye was dry and irritated on pre-op measurements. She thinks the doctor picked the wrong lens. Her vision was 20/20 distance without correction, her intermediate was 20/40 and her near was 20/63 without correction. Her refraction was plano. Surgeons prognosis was about 1/3 will adapt and the others can exchange the iol with good outcome. She was waiting another month. Additional information was received stating that her symptoms continue and she still thinks the surgeon has implanted wrong lens. She has decided to have 2nd opinion.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Also, information received stating that 20/unhappy at 7 weeks post op. She was offered two options 1) wait a little longer to adapt or 2) exchanged the lens. She wanted to think about it.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).